Event description:
It was reported that the customer experienced a high blood glucose of 593 mg/dl and received a no delivery alarm on the insulin pump upon attempting to deliver a bolus. Patient was treated with manual injection. This was a past issue and as a result, troubleshooting could not be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.